Manufacturer narrative:
Patient sex not available from the site. Patient weight not available from the site. The mvs power board and system fuses were replaced and were returned to the manufacturer for analysis. Medtronic investigation of the returned components found: pcba mvs power board: when installed on the imaging test system the mvs powers up normally, but generator does not receive power once lemo is plugged in. No lights/fans. Per fuse: returned fuse has open resistance. Testing confirmed the power board and fuse were the cause of the issue. A medtronic representative replaced the components and performed an imaging system check-out, all areas passed. System performed as intended after replacement of the mvs board and system fuses. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion case a critical battery error was displaying. The surgeon opted to complete the procedure without the use of the imaging system. No known impact to patient.